Manufacturer narrative:
The device was discarded; therefore, no visual or physical evaluation of the product could be performed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As described in the device instructions for use warnings section: ·monitor the wire position throughout the procedure for proper placement of curve and distal tip. ·when advancing or removing the guidewire, always use fluoroscopic guidance with radiographic equipment that provides high-resolution images. Never position the guidewire blindly, as this may result in misplacement, dissection or perforation. ·never advance the guidewire against the resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in damage to the catheter or vessel/organ. Care should be taken when advancing the guidewire after device deployment. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that procedural and/or clinical factors impacted on the event as reported. We reviewed the associated risk documentation relative to this product and confirmed that this incident is listed and that it is trending within the established occurrence threshold. Lake region's effectiveness of design verification activities brings the overall risk down to as far as possible. The lot number for the device was reported as not available; therefore, section d4 could not be completed, including the UDI number. The sections left blank or unknown on this form could not be completed due to missing information. Attempts to obtain the information were made. Should additional information be received, a follow up medwatch report will be submitted. Although annex g instructions state that with stand-alone devices annex g term should not be used, code 4755 was selected due to component code (g) showing up on the missing data report.

Event description:
Using an al catheter, a wire was advanced into the lv. A pigtail catheter was then used to deploy the safari into the left ventricle. During tavi valve delivery, the safari became shallow, and fluoroscopy revealed the safari tip appeared entangled with the mitral valve chordae tendineae. Thereafter, the safari's position could no longer be adequately controlled. During fluoroscopy, a section approximately 1-2 cm from the safari tip appeared bent, and the safari tip itself seemed to be within the pericardium. Following tavi valve placement and retrieval of the safari using the pigtail catheter, blood pressure dropped and echo revealed pericardial effusion. Upon thoracotomy, a pinhole-like defect was identified in the left ventricular sidewall, from which blood was spurting; therefore, thoracotomy haemostasis was performed. The patient is reportedly recovering well. Physician comments: the straight wire passed through the lv had advanced considerably deep, so it is possible that this wire caused the left ventricular perforation. However, observing the behaviour of the safari, it cannot be ruled out that the perforation was caused by the safari itself. Additional information: question: shaping? Answer: no question: lot number of the safari2? Answer: unavailable per customer/account question: listing and model of other devices used during the procedure, include the model, brand name, sizes, etc. Answer: al catheter: 5f manufacturer name is unknown, lv insertion wire: silverway asahi intecc, pigtail catheter: 5f manufacturer name is unknown question: are there photos of the wire available for review? Answer: no. Question: what tavi valve system was used, and did the valve delivery system require repositioning or recapturing? Answer: sapien 3 ultra resilia 23mm. Question: did the end user advance the safari2 guidewire through the catheter under fluoroscopic guidance? Answer: safari was placed under fluoroscopy using a pigtail catheter. Question: did the end user confirm the position of the safari2 guidewire via fluoroscopy to assure guidewire placement and stability inside the lv? Answer: the vessel tortuosity was severe, and the safari in the left ventricle became shallower and deeper when the tavi delivery system was advanced. Question: were there any balloon dilations before valve placement? Answer: no. Perhaps because of this, there was a resistance when the tavi delivery system crossed through the aortic valve, causing it to dive in. Question: was there any unusual resistance during advancement or placement of the safari2 wire to the treatment site and prior to the perforation? Answer: no abnormalities were noted in the movement when safari was advanced. However, when the tavi system was advanced, the safari became shallow, and after it was advanced again toward the apex, the shape of the tip appeared to have become deformed. Question: when fluoroscopy showed an apparent bend 1-2 cm from the tip of safari2, was this bend new, observed before deployment, or only noticed after entanglement? Answer: only noticed after entanglement question: was bend damage observed 1-2 cm from the tip of the safari2 once removed from the treatment site, outside the body? Answer: it cannot be verified because it is being discarded without confirmation. Question: was the guidewire exchanged, reinserted, or manipulated before the valve delivery? Answer: all were performed in a normal tavi procedure. Question: at the moment the safari2 became shallow, did the operator attempt to re-position, or was it left in position? Answer: when safari becomes shallow, the tavi system is still inserted and could not be pulled back, so it was pushed as it is without using a support catheter. Question: did any fluoroscopic images confirm the timing of the perforation? If so, was it before safari2 introduction?[?] Answer: no, pinhole was confirmed when the chest was opened by surgery. Question: did the operator use continuous fluoroscopy during wire advancement and valve delivery? Answer: yes, safari appeared that it was not dislodged from fluoroscopy after safari was inserted. Question: was the safari positioned under rapid pacing, and if so, did ventricular motion affect wire stability? Answer: yes, safari formation had already collapsed when rapid pacing was applied. Question: were attempts made to re-position the safari after it was seen to be entangled in the chordae? Answer: yes, but positioning was difficult to control